Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located at the right coronary artery. During a percutaneous coronary intervention (pci) procedure, a guidezilla guide catheter extension was used to help treat the target lesion. However, it was noticed that the blue plastic tube which is extended from the shaft, was removed. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is stable.